Event description:
New information received notes that the patient's pacemaker pocket was infected.

Event description:
It was reported that the patient's pacemaker pocket had reopened. The pacemaker system was removed. The patient was stable.